Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted there was a crescent shaped defect in the center of the lens. The patient reported that vision was affected. The lens was exchanged approximately one month after initial implantation for a lens of the same model and diopter. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified because the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with a small amount of blood was observed on the returned product. The product was returned and damage was observed. The lens was returned wrapped in a wet foam like substance. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an unapproved cartridge was used. This lens model is only qualified for use in another size cartridge. The account used an unapproved lens/cartridge combination with an unapproved viscoelastic. The root cause could not be determined for the crescent shaped defect in the center of the lens and the patient's reported inability to see. . Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. Additional information indicated a failure to follow the directions for use, an unapproved lens/cartridge/viscoelastic combination was used. The use of unapproved products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter indicated that the patient had blurred vision, which resolved after the iol exchange procedure.